Event description:
On (B)(6) 2009, physician treated a patient who developed a small tear after doing a (B)(4) procedure. He noticed the tear in the distal esophagus after the 2nd of two 31 mm dilations. He immediately put a fully covered stent in and kept the patient over the weekend. A CT was performed afterwards and another on (B)(4) 2009, and the patient is doing well - no continued signs of any air leak. A review of the procedure data sheet identified that the physician selected 31 mm ablation catheter to treat a 21 mm diameter esophagus. The tear in esophagus could be directly related to the incorrect catheter selection. No device malfunction was reported.